Event description:
It was reported that the pump had been implanted in the pt 3-4 years ago. The pump was explanted when the pt complained of not getting pain relief, although the pump was being refilled at shortened intervals. There were no pt complications.